Event description:
It was reported that patient presented with a right atrial lead which exhibited loss of capture due to lead dislodgement. The lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient was stable.